Event description:
It was learned from the implant patient registry and investigation that a model 3300tfx 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 6 years, 4 months due to endocarditis. The patient presented with fatigue, nausea, and loss in appetite. Reportedly, the patient was stable and in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 3300tfx 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 6 years, 4 months due to unknown reasons. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.